Event description:
Discordant electrolyte results were obtained on an advia 1800 instrument. The results were reported out and questioned by the physicians. The samples were repeated on a different instrument in the laboratory and corrected results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant electrolyte results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of discordant electrolyte results was a user error. The user was not using the 1:1 dilution of ise detergent. The fse replaced the dilution pump and ise (ion-selective electrode module) seals and proactively replaced the sodium electrode. The instrument is performing within specifications. Further evaluation of the device is not required.